Event description:
It was reported that an alert was triggered for this right ventricular (rv) tachycardia lead due to noise. The noise was induced by device movement within the abdominal pocket. No inappropriate therapy or shocks were delivered. The lead was explanted. During explant, the lead connection in the device header were tested and no abnormalities were found. The physician was unable to insert a stylet into the tip of the lead and the helix would not retract into the lead. Therefore, the lead was cut, capped and left in the pectoral/subclavian region. Lead extraction via laser technique or locking stylet extraction and implantation of a new lead was planned at a later date. The explanted lead segment was destroyed during removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d284vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. (B)(4).